Event description:
A reliant stent graft balloon catheter was inserted into the pt for further treatment to perform stent graft expansion. The pt had relatively diseased vessels. Prior to insertion of the reliant balloon catheter, an aneurx bifurcated stent graft and six components were implanted. After implantation of the seventh stent graft, the reliant balloon catheter was inserted and inflated and may have dissected the iliac artery as some dye extrasvasation was observed. The dissection was successfuly convered with an aneurx extension cuff. The device has not been returned to medtronic. No additional clinical sequale were reported.